Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6) 2013. Subsequently, that patient was revised on (B)(6) 2014 due to loosening, pain, and instability. The tibial bearing was replaced and a locking bar was implanted.

Manufacturer narrative:
(B)(6). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿loosening, migration, or fracture of the implants¿ postoperative pain.¿